Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient did not receive a required treatment from the lifevest on (B)(6) 2021. It was reported that the patient coded and was externally defibrillated by hospital staff. Review of the patient's download data revealed that from 11:23:15 to 11:26:55, the patient's rhythm was vt at 150 bpm. The patient's rhythm was at or below the physician prescribed treatment threshold, preventing the lifevest from delivering a treatment during this time. At 11:26:56, the patient's rhythm self-converted to sinus tachycardia at 110 bpm with pvc's. No external defibrillations were seen on the patient's continuous ECG recordings. The lifevest was reportedly removed by hospital staff, and the patient was taken to the ICU where they were intubated. The patient reportedly passed away on (B)(6) 2021 while not wearing the lifevest. There is no indication that a device malfunction caused or contributed to the lifevest not treating the patient's treatable rhythm.